Manufacturer narrative:
Unit passed displacement test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, pump error 25 is confirmed in pump history files and in power graph generated by adapt power management tool due to internal battery connector not plugged in properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm. Customer was able to clear the alarm and was able to complete rewind. The notification light did stopped flashing immediately. No harm requiring medical intervention was reported. The device will be returned for analysis.